Manufacturer narrative:
Additional information: age, sex, relevant tests, other relevant- mean and mode were used. Date of event: publication acceptance date was used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article titled "factors associated with unqualified success after trabecular bypass surgery. A case-control study". Postoperatively, there was a case of peripheral anterior synechiae at the ostia of the stent treated with laser iridotomy. The article notes that the rate of complications was low and the majority of complications were self-limited or easily dealt with, requiring only minor adjustments. Additional information was not available after follow-up attempt.